Event description:
It was reported that approximately 5 months post-op during a routine post-op visit, x-rays revealed a rod cable breakage. No revision surgery has taken place at this time. No patient complications were reported.

Manufacturer narrative:
Device was not returned to the manufacturer for evaluation. Unable to determine cause of the event.